Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during set up of the argon handpiece and argon machine prior to a trauma case they received an error message of 94. They got a new handpiece and it worked for the procedure. The incident handpiece was not used on the patient. According to the circulating nurse, the patient bled out and died during the procedure. The circulating nurse indicated the death was due to injuries related to the trauma.

Manufacturer narrative:
One e2520h device was received, and evaluation of the returned device could not identify a device defect that could have contributed to the reported issue. Visual inspection found no defects. The device was recognized by the generator and activated normally with adequate argon gas flow. No error code occurred. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.